Event description:
It was reported that the patient had extensive external damage to the pump side of the driveline with prior electrical tape. It was noted that the patient was listed for an orthotopic heart transplant and evaluation of further driveline damage was requested. Additional electrical tape was used to reinforce the external damage. Log files were submitted for review however the submitted log files were not current so an accurate assessment of impact and or device performance could not be determined. No equipment was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed damage to the patient¿s pump cable. A specific cause for the damage could not be conclusively determined through this evaluation. The account submitted one image for review. The image showed tape on the pump cable portion of the patient¿s driveline; however, the tape had split, exposing an area of damage. No wires were visible in this location and the damage appeared to be cosmetic only. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Several sections of the IFU and patient handbook contain information on how to clean and care for the driveline. These documents instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." No further information was provided. The manufacturer is closing the file on this event.